Event description:
The intended unspecified therapeutic procedure was completed

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b3, b5, d8, d10, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the damage pattern , it is likely that the damage was thermally and mechanically induced. The reported event is most likely due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the resection sheath, 24 fr. Exhibited a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.